Event description:
It was initially reported by the physician that she receives an error message when the handheld is turned on. The error message states that v7.1 software had not been completely uninstalled. The error message began appearing after the v8.0 upgrade. A new v8.0 flashcard was used to upgrade the handheld and the problem has resolved. The original flashcard has been returned to the MFR for eval. Product analysis is planned but has not been completed.